Event description:
The device was returned for ipc grommet. The device powered on and tubing set alarm immediately showed up. External inspection of the ipc grommet, while assembled in the front housing, showed an irregularity. The top right side of the housing appears to have a flat edge at the opening for the ipc grommet. Internal inspection found that the front housing stand offs to the retaining plate were flattened on top, so the retaining plate could not be removed during investigation to inspect the ipc grommet. Additionally, during functional testing, the set ID failed. The test will be completed again during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: problem: pump problem. No active infusion has been stopped and no patient harm reported. Pump has been cleaned and inspected thoroughly. A preliminary review identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.